Manufacturer narrative:
A manufacturing batch record review was conducted on part number 87-4210, lot# 369583. All records were found to be in order with no material or manufacturing discrepancies found. A review of the complaint history has found this to be an isolated incident. At this time, jjpi considers this file closed.

Event description:
A non-standard pen marking of unk origin was found on the device trunion prior to implantation. The device was implanted without incident. No pt injury was noted.